Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 8800 system had a problem with the c-arm broke. No patient injury was reported.